Manufacturer narrative:
The device did not return for investigation. If the device returns an investigation will be performed at that time. A review of the DHR was performed and all devices passed final inspection.

Event description:
Mewatch report received stating the patient reported a reaction that irritated their whole chest. The issue began they would say around august.